Manufacturer narrative:
Corrections based on new information received. (B)(4).

Event description:
It was reported that patient underwent surgical intervention on the same day in order to remove piece of broken instrument which was implanted into the patient and which was discovered on final xray, post knee arthroplasty.

Manufacturer narrative:
Correction based on additional information received.